Manufacturer narrative:
(B)(4). It was reported that the compression tube (advancer tube) was not present during deployment; however, visual inspection of the returned device found that the advancer tube was located on the catheter and was properly engaged to the tamp locks. The sealant was covering the balloon and exposed to blood. The shuttle was engaged to the handle. Based on the provided information, the reported event might have been caused by an incomplete engagement of the advancer tube, and the returned device might have been manipulated post the procedure. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies. No anomalies were observed. Based on the provided information and the investigation performed, the reported event might have been caused by an incomplete engagement of the advancer tube during the procedure; however, the root cause of the reported event could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1516603) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the physician took the shuttle all the way down and when the procedural sheath went up, the compression tube (advancer tube) was not present to compress the sealant on the artery. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the user shuttled down completely. There was significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral vessel size: 5 mm sheath size: 5f stick location: medium.